Event description:
In 2006, gore excluder aaa endoprostheses were implanted to repair an infrarenal abdominal aortic aneurysm. Two days later, a postoperative computed tomography scan revealed a type ii endoleak without aneurysm sac enlargement. Additional CT films dated december 12, 2007, were sent to gore which revealed a type ii endoleak from the ima. The maximum aneurysm diameter had increased 5.3mm, to a diameter of 66mm. At an unknown date, the patient's ima was coil embolized. Additional CT films dated march 12, 2008, were sent to gore which revealed a proximal type 1 endoleak and possible distal type 1 endoleak. The maximum aneurysm diameter was 70mm representing 9.3mm of growth since 2006.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - type ii endoleaks are anatomically induced by branch vessels such as lumbar arteries, inferior mesenteric arteries, etc. And are not related to the quality or performance of the excluder device. The patients anatomy was outside of the instructions for use sizing guidelines. There was a reverse taper >2mm in the proximal aortic seal zone, and the contralateral leg did not completely extend into the common iliac artery. Additional devices implanted in this patient and related to this event include pxt281418 and pxc201200.